Manufacturer narrative:
Additional information report: g4, g7, h2, h10. Investigation conclusions: vyaire technical support resolved the customer reported issue over the phone. The transducers were all found to be under factory specifications. Subsequent tests revealed no faults.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault. The customer advised there was no patient involvement associated with this event.